Event description:
Hcp reports patient being implanted with ins in 2006 experienced an acute epidural hematoma with t10 paraplegia affecting the lower extremities. The patient was treated by removing the epidural leads and evacuating the epidural hematoma. This temporarily restored movement to the lower extremities, however, the t10 paraplegia returned. The patient still has t10 paraplegia at the time of this report and the ins and extensions are still in place. Report of partial device explantation but was not returned to the manufacturer for analysis.